Event description:
The reporter stated the surgeon inserted an aa4204vl silicone single piece lens and the injector plunger overrode and partially tore one haptic. The surgeon opted to leave the lens in the patient's eye and the lens remains implanted. There was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a small piece of lens stuck in the returned cartridge. The cartridge was loaded in the injector. There was no visible damage to the cartridge or injector. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).